Event description:
It was reported that this (crt-d) system was explanted due to infection resulting in sepsis. This system is not expected to be returned as all product was disposed at the healthcare facility. There were no additional adverse effects reported.